Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and could not be recovered. The drawer had broken rails. A field service engineer checked the issue, found the broken rails, and replaced them to resolve the problem. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed which is hard to open and close. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.